Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was ranging from 200 mg/dl to 490 mg/dl all over the night. The customer treated with insulin pump bolus and insulin pens. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer did not allege the insulin pump for under delivery. The drive support cap appeared normal. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.